Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -9.5 diopter, on (B)(6) 2015. The lens was explanted on (B)(6) 2015 and the incision was enlarged. The lens was exchanged for the backup lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device history record review. Root cause analysis was not performed since defect of the lens or reason for explant was not provided. Based on the DHR review, there were no documented issues and concerns with the manufacturing and inspection processes which may impact the quality of the lens. Based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Visual inspection of the returned product found pieces of one haptic torn off and missing. The lens was returned in liquid. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).